Event description:
The reporter contacted animas on (B)(6) 2012, stating that the keypad buttons were unresponsive after jumping in a pool. There is no reported damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with warm water and a cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The pump was returned with visible moisture in the display lens. On testing, all the keypad buttons had normal response with normal spring back and click. The keypad cover was removed for investigation and revealed no evidence of contamination or defect of the button contacts. A leak test was performed and revealed a leak at the case seal. The pump was opened for investigation and revealed moisture damage to the printed circuit board.